Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in the patient.

Event description:
Approximately 5 years and 9 months post implant of a sapien 3 valve inside a non-edwards tavr in the aortic position, a 2nd valve was implanted due to stenosis with a mean gradient of 56mmhg. Upon review of previous echoes revealed mean gradient 50mmhg approximately 3 years and 5 months, mean gradient 57mmhg with an aortic valve area (ava) 0.6 cm2 at 5 years and 5 months, mean gradient 29mmhg with an ava 1.5cm2 on 5 year 6 months, mean gradient 39.8mmhg at 5 years and 7 months, and mean gradient 46mmhg at 5 years and 8 months. At approximately 6 years the patient presented with increased gradients, asymptomatic with recent strep bacteria with blood cultures negative. Also, admitted with amentia and a new kidney cancer lesion per biopsy.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. The valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3 IFU and the procedural manual was reviewed for guidance. The procedural manual provides guidance for post procedural care. Thv recipients should be maintained on anticoagulant / antiplatelet therapy, except when contraindicated, as determined by their physician. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed from the patient's medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 5 years and 9 months post implant of a sapien 3 valve in the aortic position, a 2nd valve was implanted due to stenosis with a mean gradient of 56mmhg'. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets, which could lead to increase gradient. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Additionally, it was noted that patient had a history of stenosis of native aortic valve, kidney cancer and hyperlipidemia. It is widely understood that patients with chronic kidney disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (pre-existing valvular disease process, chronic kidney disease, hyperlipidemia, chemo treatment) may have contributed to the complaint event. In addition, the valve has been implanted more than 5 years and there is no evidence of device malfunction contributing to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.